Event description:
It was reported that the patient presented in the clinic reporting dizziness. Upon interrogation, the right ventricle lead exhibited failure to capture. X-ray imaging confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.